Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after inserting the catheter, when tried to cut it to the appropriate length and pass it through the lock sleeve, but couldn't, opened another kit and tried again. There was no reported patient injury. No other information provided, at this time.

Event description:
It was reported that after inserting the catheter, when tried to cut it to the appropriate length and pass it through the lock sleeve, but couldn't, opened another kit and tried again. There was no reported patient injury. No other information provided, at this time.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence; however, after further review it was determined that a reportable event had not occurred.